Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during an unknown therapy step. The home patient (hp) was connected. The tsr explained the alarm. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding the home patient (hp) having a system error (se) 2240. The pd rn was aware of the problem. The pd rn did not know what caused the alarm. The pd rn did not have the lot number or sample information. The pd rn stated that the hp just ended therapy that night since they were at the end of the therapy. Per the pd rn, the hp was continuing therapy without any other complications. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 was not confirmed due to a lack of sample. The root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown.

Manufacturer narrative:
(B)(4). The device was not available. A follow-up report will be filed upon if any additional information becomes available.